Manufacturer narrative:
The returned lead was only available in fragments. Only the distal part of the lead was returned for analysis. The lead had been capped 50 cm proximal of the tip electrode. The visual inspection showed multiple signs of wear and tear along the fragments. Especially 46 cm proximal of the tip electrode, the insulation was damaged due to fraying, and the rope conductor to the ring electrode was located outside of the lead body, as was reported in the complaint text. The position and kind of fraying are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. In addition, extraction damages were detected during the analysis. The shock coils were deformed. The rope conductors were deformed and partially pulled out of their lumens. These damages indicate tensile forces during the removal of the lead. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In addition, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the lead was explanted 73 months after the implantation due to insulation damage with exposed conductor.